Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the tsw35 fired across the mesoappendix and appendicualr artery. Excessive bleeding encountered. 6/17/1998 an er320 was pulled to complete the case. 6/22/1998 the bleeding occurred at the proximal and distal ends of the staple line. There was no consequence to the patient.